Event description:
The device was used during a laparoscopic procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.